Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient reportedly passed away in the hospital due to kidney failure and cardiac problems. The patient's physicians were present at the time of passing. It was reported that the patient's physician performed CPR. Review of the download data, indicates the patient received eight shocks in response to CPR artifact. The patient's heart rhythm was obscured by CPR artifact at the time of the 1st, 4th, 5th, 6th, 7th, and 8th treatments. The patient's post shock rhythm for these treatments was also obscured by CPR artifact. The patient was in asystole at the time of the 2nd and 3rd treatment shocks. The patient's post shock rhythm for both of these treatments was obscured by CPR artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 2:40 pm. There is no indication that the lifevest treatments during asystole caused or contributed to the death as, the patient was already in a non-life-sustaining rhythm. No deficiencies were alleged against the lifevest.